Manufacturer narrative:
The manufacturer previously reported MDR 2518422-2021-02475 with the incorrect investigation conclusion code of code 12: cause traced to device design, in section h6. The correct investigation conclusion code is code 11: conclusion not yet available.

Manufacturer narrative:
The manufacturer previously reported an allegation of an issue related to a trilogy ventilator device's sound abatement foam. There was no serious or permanent injury. Despite multiple attempts, the device has not yet returned to the manufacturer for evaluation. At this time, no further investigation can be performed. If any additional information is received, a follow up report will be filed. Codes in section h6 were updated.

Event description:
The manufacturer received information alleging an issue related to a ventilator device's sound abatement foam. There was no report of patient harm or injury. The manufacturer's investigation is ongoing. A follow-up report will be submitted when the manufacturer's investigation is complete.